Event description:
((B)(4)). The dentist reported that after 120 days that the dental implant was installed in intra-oral region #19, it was verified its non-osseointegration. A 45 n.cm was achieved as primary stability and immediate load was not performed.